Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical product: vngd ps tib brg; p/n: 183642, l/n: 325170; biomet cc cruciate tray; p/n: 141234, l/n: j3790936; series a pat std 31 3 peg; p/n: 184764, l/n: 173210; van ps open intl fem-rt; p/n: 183110, l/n: j3692196. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that a patient underwent an initial knee arthroplasty approximately three years ago. Subsequently, the patient was revised for an unknown reason. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.